Event description:
Pentax medical was made aware of a complaint on 18-jun-2021 for "foggy image" that occurred in the workshop during inspection in the emea region involving pentax medical video gastroscope, model eg29-i10c, serial number (B)(4). The endoscope has since been inspected and the cmos (complementary metal-oxide-semiconductor) imaging chip requires replacing. This issue is still under investigation by the manufacturer.

Manufacturer narrative:
Model eg29-i10c is import for export and not sold in the united states, therefore 510(k) is not applicable. We do have similar model eg29-i10c-us available in the united states under 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.